Manufacturer narrative:
(B)(4). Patient notes, pathology reports and explant to be requested in order to progress with the investigation. The device history records will be reviewed.

Event description:
Revision of minihip stem after two months due to subsidence of femoral component.